Event description:
The md inserted the sheath via the left femoral artery. After the md advanced the iab over the guidewire, the md realized the stylet had not been removed. The md removed the stylet and insertion continued. Once the iab was in position, the fos (fiber optic sensor) was "totally non-functional." As a result, the md removed the iab and inserted another successfully. After the procedure, the md noticed that there "seemed to be blood inside the first iab."